Manufacturer narrative:
Investigation completed 2/24/2017. Method: -DHR review. -trend analysis. -failure analysis. Device history record reviewed for this product ID work order / lot/ serial # (B)(4) manufactured on 02/27/2011 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Engineering and repairs were able to confirm the customer complaint¿ upon disassembly left and right pawl legs were broken. There are no visible indications of why the parts failed. All surfaces adjacent to pawls in assembly show no visual evidence of manufacturing defects, damage or witness marks that may explain why pawls were broken. Visual inspection of pawls does not reveal any evidence of stress risers, surface finish or other indications that may propagate a crack or failure. Service notes: preventative maintenance will be performed on the clamp at this time. Conclusion: the root cause cannot be attributed at this time.

Event description:
Patient was placed in a prone position for a cervical procedure. During positioning, the plunger on the skull clamp disengaged, resulting in patient¿s head falling out of the skull clamp causing laceration on the head bilaterally. Revision/medical intervention was required. A twenty minute surgical delay was reported. Upon inspection of the skull clamp after the incident, the plunger stayed engaged when facing the ceiling. However disengages when facing the floor. The plunger was facing the floor when patient¿s head was in the skull clamp. Additional information has been requested.